Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior inspection revealed no discrepancies at start of investigation; however, after the test there was damage next to the connector on the fill valve. The tester connected the fill valve to 132 dry acid machine and valve opened and closed as normal, but a minute or two into test notices smoke and then sparks start coming from the area next to the connector on the fill valve. The tester tested the continuity of the cables and there was no abnormalities in the cables. An internal inspection revealed rust in the chamber, spring, and shaft. The tester cut the fill valve just below the connector and inspected the valve. The tester found the circuit board in the fill valve shorted out and the heat/spark took the path of less resistant causing sparks to exit from side of connector on fill valve. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician reported a fresenius dry acid 132 gallon unit that would not fill due to a defective fill valve. Upon return of the fill valve to the manufacturer, it was subject to failure analysis, during which smoke and sparks were visible coming from the area next to the connector on the fill valve. There was no patient involvement reported. If additional information becomes available, a supplemental report will be submitted.